Manufacturer narrative:
Correction - completed describe event. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was able to confirm the presence of the particulate; however; the color, material and texture of the particulate did not match any components within the ctf03. Engineering was unable to determine the root cause of the particulate, as it most likely did not come from the returned unit. This document represents our final report.

Event description:
Ruptured diverticulum repair - "upon beginning laparoscopy, the surgeon inserted an applied medical 5mm trocar into the patient's abdomen via a small peri-umbilical stab incision. The abdomen insufflated with c02 through the 5mm trocar under direct vision of the laparoscope which was in the lumen of the trocar obturator. When the obturator was removed and the camera inserted into the trocar, a piece of plastic could clearly be seen at the end of the trocar, and advancing an instrument through the trocar put the patient at risk for a foreign body. The surgeon stopped the trocar, the piece of plastic was removed and the procedure continued. The surgeon deemed it appropriate to leave the trocar in place as it was already placed through the incision and removing it and replacing it at the point could potentially have adverse effects." Patient status: discharged home.

Manufacturer narrative:
This report is to follow up with medwatch that hospital has reported but no MDR # was available. (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Ruptured diverticulum repair - "upon beginning laparoscopy, the surgeon inserted an applied medical 5mm trocar into the patient's abdomen via a small peri-umbilical stab incision. The abdomen insufflated with c02 through the 5mm trocar under direct vision of the laparoscope which was in the lumen of the trocar obturator. When the obturator was removed and the camera inserted into the trocar, a piece of plastic could clearly be seen at the end of the trocar, and advancing an instrument through the trocar put the patient at risk for a foreign body." Patient status: discharged home.